Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message during use. The pump was power cycled and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) has requested that the pump be returned for eval. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.